Manufacturer narrative:
Anchor information: product description: active anchor kit l. Model #: 104462. Catalog#: 3043. Serial/lot #: 9018672046. Manufacture date: 2/4/2025. Expiration date: 2/4/2027.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported intermittent stimulation. During device evaluation, the patient reported unintended stimulation associated with a temporary paresis-like sensation. An impedance check revealed disconnected electrodes and an x-ray identified a lead migration. Reprogramming was attempted but unable to restore adequate therapy. A lead revision procedure was completed to restore therapy.